Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. 60456-not valid, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included hydrocodone, medroxyprogesterone acetate (depo provera), paracetamol (tylenol) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("lot of complications with it when I bleed / big blood clots/ I can feel the clots come out") and menstruation irregular ("irregular periods"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urinary tract infection ("uti,"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), alopecia ("alopecia") and fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced tooth disorder ("tooth disorder"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced menstruation delayed ("I didn't have my period this month"). In (B)(6) 2016, the patient was found to have weight increased ("weight increased"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), anaemia ("anemic"), visual impairment ("visual impairment"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain, "), back pain ("back pain"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower"), acne ("acne"), depression ("depression"), muscle spasms ("muscle spasm in my leg and shoulder") and coital bleeding ("bleeding after sex") and was found to have a pregnancy with contraceptive device ("could be pregnant"). The patient was treated with surgery (essure removal, bilateral tubal occlusion secondary to essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, headache, migraine, abdominal distension, anaemia, visual impairment, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal discharge, alopecia, tooth disorder, nausea, weight increased, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, abdominal pain lower, depression, muscle spasms and coital bleeding outcome was unknown and the menstruation irregular and menstruation delayed had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anaemia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation delayed, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2020 scheduled (as provided) no. Of coils: right-approximately 3 coils were seen outside of the tubal ostia. Left-the coils were then easily visualized hanging outside or the ostia and approximately 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure confirmation test. Lot # 60456 is not valid. Lot number: 959220, manufacture date: 2012-04, expiration date: 2015-04. Concerning the injuries reported in this case, the following ones were reported via social media: depression, muscle spasms and coital bleeding . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 60456-not valid, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, medroxyprogesterone acetate (depo provera), paracetamol (tylenol) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("lot of complications with it when I bleed / big blood clots/ I can feel the clots come out") and menstruation irregular ("irregular periods"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urinary tract infection ("uti,"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), alopecia ("alopecia") and fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced tooth disorder ("tooth disorder"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced menstruation delayed ("I didn't have my period this month"). In (B)(6) 2016, the patient was found to have weight increased ("weight increased"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), anaemia ("anemic"), visual impairment ("visual impairment"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain, "), back pain ("back pain"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower"), acne ("acne"), depression ("depression"), muscle spasms ("muscle spasm in my leg and shoulder") and coital bleeding ("bleeding after sex") and was found to have a pregnancy with contraceptive device ("could be pregnant"). The patient was treated with surgery (essure removal, bilateral tubal occlusion secondary to essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, headache, migraine, abdominal distension, anaemia, visual impairment, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal discharge, alopecia, tooth disorder, nausea, weight increased, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, abdominal pain lower, depression, muscle spasms and coital bleeding outcome was unknown and the menstruation irregular and menstruation delayed had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anaemia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation delayed, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2020 scheduled (as provided) no. Of coils: right-approximately 3 coils were seen outside of the tubal ostia. Left-the coils were then easily visualized hanging outside or the ostia and approximately 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure confirmation test. Lot # 60456 is not valid. Lot number: 959220, manufacture date: 2012-04, expiration date: 2015-04. Concerning the injuries reported in this case, the following ones were reported via social media: depression, muscle spasms and coital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: the case upgraded to serious incident. Mr received. Reporter information , explant date added. Rcc and product information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. 60456-not valid, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included hydrocodone, medroxyprogesterone acetate (depo provera), paracetamol (tylenol) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("lot of complications with it when I bleed / big blood clots/ I can feel the clots come out") and menstruation irregular ("irregular periods"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urinary tract infection ("uti,"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), alopecia ("alopecia") and fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced tooth disorder ("tooth disorder"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced menstruation delayed ("I didn't have my period this month"). In (B)(6) 2016, the patient was found to have weight increased ("weight increased"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), anaemia ("anemic"), visual impairment ("visual impairment"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain, "), back pain ("back pain"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), abdominal pain lower ("abdominal pain lower"), acne ("acne"), depression ("depression"), muscle spasms ("muscle spasm in my leg and shoulder") and coital bleeding ("bleeding after sex") and was found to have a pregnancy with contraceptive device ("could be pregnant"). The patient was treated with surgery (essure removal, bilateral tubal occlusion secondary to essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, headache, migraine, abdominal distension, anaemia, visual impairment, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal discharge, alopecia, tooth disorder, nausea, weight increased, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, abdominal pain lower, depression, muscle spasms and coital bleeding outcome was unknown and the menstruation irregular and menstruation delayed had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anaemia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation delayed, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2020 scheduled (as provided) no. Of coils: right-approximately 3 coils were seen outside of the tubal ostia. Left-the coils were then easily visualized hanging outside or the ostia and approximately 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure confirmation test. Lot # 60456 is not valid. Lot number: 959220 manufacture date: 2012-04 expiration date: 2015-04 concerning the injuries reported in this case, the following ones were reported via social media: depression, muscle spasms and coital bleeding quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment correction- device ineffective event were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.